Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was admitted to the hospital for an unrelated medical event. The device was interrogated and revealed that the device had entered backup vvi (bvvi) mode following magnetic resonance imaging (MRI) that had been performed several days prior. The device was not programmed to MRI settings prior to the MRI being performed which resulted in the device entering bvvi mode and defibrillation support being lost. The device was reprogrammed to resolve the bvvi. The patient was stable and will continue to be monitored.